Manufacturer narrative:
The device was returned and a visual evaluation was performed. The device did not meet specifications. A class ii recall was initiated on 07/08/2013 with regard to this incident.

Event description:
A doctor reported on (B)(6) 2013, that a pt's replant implant fractured when placing the implant. Implant was explanted by immediately drilling it out of the pt's mouth.